Event description:
Customer reported receiving a reading of 5.9 mmol/l (106 mg/dl) on her precision xtra blood glucose meter which was lower when compared to a reading of 7.2 mmol/l (130 mg/dl) received using a different test strip lot, within 10 minutes of each other. Customer further acknowledged sustaining an unspecified injury as a result, but declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Retain testing was not performed due to strip lot number 45001a419 being expired. A DHR review of the strip has been completed. The device history review for test strip lot 45001a419 indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. Additionally: the lot number of the other test strip is unknown. Several, unsuccessful, attempts to contact the customer to gather further information have been made.